Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred during the load process. Reportedly, the customer filled the cartridge with a full syringe. The customer's blood glucose level was not impacted and the customer indicated that a cartridge would be loaded.